Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complaints blood leak during treatment. Blood flow rate 65 ml/min, tmp, 45mmhg. The blood loss was about 4.9ml. No pt harm and no medical intervention was needed.